Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was scratched and hard to read and insulin squirts during priming. The customer¿s blood glucose value was unknown. The customer also reported that insulin pump lost settings, rejected new batteries, small crack in casing near belt clip, random no delivery alarms, louder on rewind. The insulin pump will not be returned for analysis.